Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with a note that stated, "device errors e321 on channel b." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found that channel 2 of the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.